Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4) ¿ incomplete. The expiration date is not currently available.

Event description:
It was reported by physician that there was broken suture.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the complaint device was received and evaluated. Visual observation reveals that the adjusting suture (white) was broken and frayed. The white suture was also unraveled indicating excessive tension was used. The label was returned with the device and the part number/ lot number were both confirmed. The implant button was evaluated, no anomalies were discovered. A specific root cause for the white suture breakage cannot be determined as the suture showed no evidence of being cut by a sharp object, however the breakage is possibly a result of too much tension on the adjusting suture when attempting to keep the adjustable cortical implant button in place. A DHR review has been conducted and the results indicate that this batch of product was processed with an event related to the clean room equipment & not the reported complaint and therefore there is no evidence of manufacturing anomalies on the paperwork reviewed. Furthermore, a review of the depuy synthes mitek complaints system revealed no other complaints for this lot of devices released to distribution. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).